Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia (vt) with a "possible" relationship to the impella cp device used: ¿runs of vt in the cicu after impella implant. Started on amiodarone and lidocaine. Resolved after imeplla explant.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.